Event description:
It was reported that during engineering evaluation, the small battery drive device was making "unusual noise intermittently.¿ the event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.